Event description:
It was reported that sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a collapse due to hypoglycemia (there were no specific symptoms reported). An ambulance was called and the paramedics treated the patient with IV medication, glucose and orange juice. The patient was taken to the hospital and there is no information about the discharge date. There were no bg nor cgm values reported. At the time of the report the patient recovered. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and her low alert threshold was set to 4.8 mmol/l. The fall alert was also enabled. The urgent low alert is fixed at 3.3 mmol/l. Data investigation results could not confirm any sensor error at any point on or around the alleged incident date of (B)(6) 2024. Performance data shows that at 1:45 pm, the system delivered a fall alert at partial volume with an estimated glucose value (egv) of 7.4 mmol/l. At 1:50 pm, the system delivered a second fall alert at partial volume with an egv of 6.4 mmol/l. At 1:55 pm, the system delivered a third fall alert, this time at full volume, with an egv of 5.4 mmol/l. At 2:00 pm, the patient's egvs dropped below the low alert threshold and the system delivered a fourth fall alert at full volume with an egv of 4.6 mmol/l; this alert was acknowledged immediately. The patient's egvs continued to drop thereafter, and once they fell below the urgent low alert threshold at 2:15 pm, the system delivered an urgent low alert at partial volume with an egv of 2.9 mmol/l. At 2:20 pm, the system delivered a second urgent low alert at partial volume with an egv of 2.4 mmol/l. At 2:25 pm, the system delivered a third urgent low alert, this time at full volume, with an egv of 2.3 mmol/l. The patient's egvs remained below the urgent low alert threshold and she continued to receive urgent low alerts every five minutes at full volume until her egvs rose above the urgent low alert threshold at 3:45 pm. At this point, the patient received a low alert at partial volume with an egv of 4.7 mmol/l. The patient's egvs returned to target range with the next egv reading. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.